Event description:
It was reported through an email that "the axis is moving laterally and I assume that we should replace it? The surgery was done in (B)(6) 2014 ¿ revision of a minimally invasive to non-invasive grower due to infection." Update 12/sept/2019: a patient specific prescription form was submitted for patient's right proximal tibia. Notes indicate "magnetic grower bme no. 18762. Axis pin is moving out medially".

Manufacturer narrative:
An event regarding alleged axle backing out involving a jts proximal tibia was reported. The event was confirmed by x-ray review. Method and results device evaluation and results: not performed as no items were returned. Medical records received and evaluation: x-ray review - "the implant in situ was for a jts proximal tibia replacement which was inserted on (B)(6) 2014. The surgeon reported that the axle pin has backed out medially. The x ray provided showed that the axle has come out to the medial side therefore the reason for revision has been confirmed." Device history review: review of the product history records indicate enter 1 device was manufactured and accepted into final stock on 30 june 2014 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 02-sep-2016 to present for similar reported events regarding the backing out of a jts, proximal tibia, axle. There have been 2 other events. Conclusions: an event regarding alleged axle backing out involving a jts proximal tibia was reported. The event was confirmed by x-ray review. The exact cause of the event could not be determined because further information such as analysis on the retrieved device, the primary operative report as well as patient history, follow up notes and device return are needed to complete the investigation for determining root cause. A revision procedure was successfully completed. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. Catalog numbers and lot codes of other devices listed in this report: smcap01 (b11938) axle caps, smbsh00 (b11886) bushes , smbpr00 (b11927) bumper pad, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
It was reported through an email that "the axis is moving laterally and I assume that we should replace it? The surgery was done in (B)(6) 2014, revision of a minimally invasive to non-invasive grower due to infection." Update (B)(6) 2019: a patient specific prescription form was submitted for patient's right proximal tibia. Notes indicate "magnetic grower bme no. 18762. Axis pin is moving out medially".